Event description:
It was reported that during placement of the triple lumen catheter, the spring wire guide became caught on a vena caval filter. A portion of the wire guide separated and was retained. The retained portion was removed via a surgical procedure.

Event description:
It was reported that during placement of the triple lumen catheter, the spring wire guide became caught on a vena caval filter. A portion of the wire guide separated and was retained. The retained portion was removed via a surgical procedure.